Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump act button need to press hard before it respond and before they go to the menu or other option. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. The insulin pump will not be returned for analysis.